Event description:
In 2008, a pt/layperson alleged that her onetouch ultra meter began displaying the plus-minus sign on five days earlier. The prompt indicates the battery is low. On an unk date after the reported issue began, the pt reportedly became dizzy and fatigued with blurry vision. No treatment was rec'd. The customer care advocate, cca, replaced the meter and test strips and also advised the pt to purchase a new battery until the replacement arrived. This senior medical affairs specialist spoke with the pt on 10/13/08 and rec'd the following report. The pt was unaware the battery should be replaced when the meter prompted low battery. Although unable to test, the pt continued taking her 20 units lantus in the morning and two glucophage tablets at night. When experiencing the above symptoms, the pt was unsure if her blood glucose was "up or down, or if it was my blood pressure." "I decided to tough it out until the new meter arrived." The pt did nothing to treat the symptoms. When the new meter arrived two days later, the pt glucose reportedly was "151". When the pt's blood glucose is 160, she will take an extra glucophage tablet. Although the pt rec'd no medical intervention, the complaint is classified as an adverse event due to the alleged symptoms, that can be suggestive of hyperglycemia, experienced after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Lot number of the test strips was not provided; because they were expired, the pt had discarded them.